Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-nov-20. It was stated that pump was removed was because eri ( elective replacement indicator) was less than three months. The patient's weight at the time of the event was reported as (B)(6) pounds. There were no patient complications reported/anticipated.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: dilaudid with concentration 10 mg/ml at a dose rate of 4.601 mg/day, and clonidine with concentration 600 mcg/ml at a dose rate of 276.08 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and postlaminectomy pain. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event date was update to (B)(6) 2017. Please note: this conflicts with the previously reported information that the event date was (B)(6) 2017, and the device was returned to the manufacturer on (B)(6) 2017. No further complications were reported.